Manufacturer narrative:
Covidien reference # : (B)(4); date of initial report : 05-aug-2016; the incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the gauze was linting. The gauze was not used in a procedure. No patient injury occurred.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 05-aug-2016. Date of follow-up report: 30 sep 2016. Evaluation summary: the device was not returned for evaluation. However a photograph was provided. The investigation of the attached picture could not confirm the customer report of linting.